Manufacturer narrative:
Two lenses were received for evaluation in an open lens case. No sealed product was returned. A visual exam indicated no abnormalities with one lens and 1-internal tear on the second lens. Qa chemistry confirmed that scribe marks were observed on both lenses and that the lenses belong to the senofilcon-a group which is consistent with acuvue oasys for astigmatism. Both lenses met company standards for base curve, center thickness, and diameter for the prescription as reported by the patient. Both lenses measured out of specifications for power and one lens measured out of specifications for cylinder. No information was available for the prescription for the patient¿s non affected eye. This product was returned opened and it is not known what external influences may have contributed to this out of specification measurement.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 21dec2016 a patient¿s (pt) parent called to report that the pt is a long time contact lens (cl) user. The pts parent reported that ¿sometime in 2015¿, the pt used an acuvue oasys for astigmatism cl for ¿about 5 days and eyes gradually became swollen and eyes were hurting.¿ the pt went to an eye care provider (ecp) and was diagnosed with a corneal ulcer. The parent reported that the pt ¿was told not to wear cl for 3 months.¿ the pt is now ¿back to normal, wearing cl again.¿ on 22dec2016 a call was placed to the pt and additional details were obtained as follows: the pt reported that he/she began wearing the oasys for astigmatism brand contact lenses since (B)(6) 2015. The pt reported that ¿after a few days of wear of 3rd pair of lenses he/she felt dry eyes, discomfort, burning sensation od, photophobia, unable to open the od. The pt reported that he/she went to the ecp and was diagnosed with an od corneal ulcer and the od was inflamed. The event date is reported as (B)(6) 2015. The pt reported that he/she was prescribed eye drops, but the names are unknown. The pt reported that one eye drop was prescribed every 6 hours to ¿dilate pupil.¿ the pt also reported that he/she was also prescribed a lubricating eye drop, a cream antibiotic 10 to 15 days, once nightly. The pt reported that the eye was better after 2-3 months of treatment with ¿some other drops.¿ the pt reported that currently ¿eyes are ok¿ and the pt has return to cl wear, but is not currently wearing an acuvue brand. The pt reported that his/her wear schedule is 30-45 days, does not sleep in the lenses and alternates with glasses on weekends. The pt does not remember the name of the solution used to disinfect the lenses. The pt reported that the suspect lens was discarded. Calls were placed to the pts treating ecp for additional information, but no new information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00hxp8 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.